Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a red call doctor icon was observed on the patient's communicator due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red call doctor icon was observed on the patient's communicator due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this rv lead exhibited a gradual rise in shock impedance measurements due to lead calcification. The patient was scheduled to be programmed to initial polarity and maximum energy shocks per advisory recommendations. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that a red call doctor icon was observed on the patient's communicator due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this rv lead exhibited a gradual rise in shock impedance measurements due to lead calcification. The patient was scheduled to be programmed to initial polarity and maximum energy shocks per advisory recommendations. This rv lead remains in service. No adverse patient effects were reported.